Event description:
Boston scientific received information that this product was part of a system revision due to infection. Also, this cardiac resynchronization therapy defibrillator (crt-d) was used as temporary pacemaker while the competitor's lead was used as temporary pacing wire until the infection was cleared. This crt-d was explanted but remains in service. There were no additional adverse effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.